Event description:
The customer contact reported the device fell off an IV pole and came in contact with the nurse. The pump was returned to the biomedical department with a report of "pump fell off of IV pole and the pole clamp is broken." The customer contact reported that pump was on an IV pole that was attached to the bed. It was reported that while raising the bed, the pump hit an unspecified object and the pump fell off the IV pole. At that time, it was reported the pump came in contact with the nurse's leg and "scratches" were reported. There were no reported adverse effects. No medical interventions were required. The pump was removed from clinical service. Though requested no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. The customer contact indicated that the device was repaired at the user facility and will be returned to clinical service. (B) (4)